Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the tubing kinked and disconnected. There was no report of patient impact. The following information was provided by the initial reporter: tubing was bent and it appeared that it would disconnect where the tubing connects to the y-site.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the tubing kinked and disconnected. There was no report of patient impact. The following information was provided by the initial reporter: tubing was bent and it appeared that it would disconnect where the tubing connects to the y-site.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.